Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulators (mtm) and moved the remote arm controller 2 (rac) to rac 1 and installed a new rac in the place of rac2. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the customer reported complaint of ¿error 23 along axis 8 gimbal grip¿ during the sine cycle. The root cause of the issue was found to be a component failure. Isi also received the cfg rac part involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to replicate the customer reported ¿error 23¿. This unit was installed into the test system and ran 10 minutes sine cycle, 10 power cycles and set idle for 1 hour. No trouble was found with this component. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. No further advanced technical review escalations required. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, recoverable faults on arm1 were displayed. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and found errors 23, 30, 25596, and 23009 on the left master tool manipulators (mtm) of surgeon side console (ssc) serial number (B)(4). The operating room (or) staff recovered faults successfully and called to have system logs checked. The surgeon continued with the case robotically. The tse suggested to move the surgeon to the second ssc if faults returned. The customer called back to report that the system errored again. The customer powered the system down and disconnected ssc serial number (B)(4). The system was powered back up without error and the customer continued with the case using the other ssc. There was no reported injury resulting from the reported issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure; the ports were placed. The system functionality was checked upon powering the system on. The system powered on with no errors. The customer unplugged the system and reconnected it, however, the ssc did not initialize. The surgeon switched the ssc and completed the procedure with no further issues. No patient information is available.